Manufacturer narrative:
The smiths medical pump was returned with no physical damage noted on the device. Analysts were unable to duplicate the reported inaccuracy. All accuracy testing was found to be within the published specification of +/-6%.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed volumetric testing. There was no patient involvement at the time of the event. There were no reported adverse events.